Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been returned for investigation. The investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported deflation issue could not be confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that the procedure was to treat a proximal left anterior descending artery and a narrow distal right coronary artery. A 3.5 x 12 nc trek balloon catheter was inflated to 16 atmospheres for 30 seconds; however, during deflation, the balloon would only partially deflate. The nc trek was removed and a 2.0 x 15 mm trek was used for pre-dilatation. A 2.25 x 28 mm xience xpedition would not cross the lesion. The procedure was completed with a new xience xpedition. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.